Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient was presented to the operating room with symptoms of fever for a device explant procedure due to pocket infection. Device was explanted and leads were explanted. Patient was stable.